Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator was auto-cycling when the positive end expiratory pressure (peep) was off. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported issue. The se replaced the on/off solenoid valve. The unit passed all testing and operated within the manufacturing specifications.